Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the patient presented to the emergency room; however, it was not reported if the patient was hospitalized for the event. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b1, b5, b7, h1 and h11. B5: upon follow-up, it was confirmed that the patient did not have peritonitis. The pd catheter was removed, and the patient had the option of going to hemodialysis therapy but refused. The patient was prescribed unspecified antibiotics and was discharged home on an unspecified date. H11: based on additional information received, the pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.